Event description:
The tech alleged the brakes are not holding. No pt impact.

Manufacturer narrative:
The tech found wax build up on the wheels of the brake casters. The tech cleaned the wax build up off of the brake casters to resolve the issue.